Manufacturer narrative:
On october 6 2020 additional information received indicated that date of explantation was on (B)(6) 2020, and the procedure was removal with no replacements. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿After clinical/secondary review of this file performed on july 13 2020, it was decided to remove generalized illness/add autoimmune reaction to more accurately capture the reported event.¿ breast mass added to the patient code. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 525cc saline breast implants which the patient experiencing left deflation and right-side capsular contracture baker grade IV, confirmed autoimmune disease, and fibromyalgia after implantation. Fibromyalgia and undetermined auto immune reaction diagnosed by oncologist and rheumatologist. Patient indicated that she is having pain all over her body, swelling and significant weight gain, tenderness on the right side, palpable breast mass on the right side after surgery. . Patient had a revision of misshaped nipple. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.